Event description:
On (B)(6) 2011, mother and pt reported that pt experiences insulin leakage from the infusion site during bolus delivery. This first occurred on (B)(6) 2011 and has been an ongoing issue. Pt changed the infusion needle 5 times on (B)(6) 2011 due to this concern. Pt discovered the leak because he smelled insulin and saw the infusion set adhesive was wet. Pt does hear an audible click when he connects the infusion needle and the tubing. There is no pooling of insulin at the infusion site. Pt switched to a different type of infusion set and the insulin leak resolved. Infusion sets were replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Three attempts were made to f/u with pt, and these were unsuccessful.